Event description:
The customer reported that a pt expired while dialyzing on a phoenix machine, software version 3.34. Facility nurse mgr refused to provide any add'l info including the disposables that were used. She stated that it was a violation of dci's policy to divulge any pt info.